Manufacturer narrative:
Batch review performed on 24 october 2022: lot 178447: (B)(4) items manufactured and released on 03-apr-2018. Expiration date: 2023-03-23. No anomalies found related to the problem. To date, all items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 4 years 4 months after the primary, the patient came in reporting pain due to a distally potted stem and the cause is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.